Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mobility since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician attempted to insert the r2p destination slender over an 018-guidewire track. The sheath would not track over the wire into the radial artery. The tip of the dilator was damaged after it was removed from the wire. A new glidesheath was inserted instead. The estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. Additional information was received on 08apr2021. The procedure was a lower leg runoff with superficial femoral artery (sfa) percutaneous transluminal coronary angioplasty (ptca) there was no patient tortuosity so the physician attempted to put the r2p sheath over the 018 track, instead of an 035 and that is when the sheath had its issue. He put in a glidesheath, inserted an 014-wire next to the 018-wire, and then removed the glidesheath and put the new r2p destination slender in.